Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The breach in aseptic technique was further described as the patient had poor personal hygiene. Peritonitis was manifested by cloudy effluent and abdominal pain. On the day of onset, the patient was hospitalized for the peritonitis event. Beginning on the day of onset, the patient was treated with intraperitoneal cefazolin 1 gram every day for eight days and fortum 1 gram intraperitoneally every day for the peritonitis event. One day after completing cefazolin treatment, the patient began treatment with intraperitoneal ciprofloxacin 0.4 grams every day for the peritonitis event. Five days after the initial receipt of this report, ciprofloxacin and fortum therapies were discontinued. Dianeal therapies were ongoing. After twenty-four days of hospitalization, the patient was discharged. The patient was recovered from the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.